Event description:
It was reported that during the pre-use check, the customer confirmed the cuff was inflated properly. However, immediately after he intubated the product into the patient, the cuff got deflated. No patient involvement.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is user interface. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that during the pre-use check, the customer confirmed the cuff was inflated properly. However, immediately after he intubated the product into the patient, the cuff got deflated. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Corrected data: corrected event description (updated b5).